Event description:
It was reported that tip detachment occurred. The patient presented with peripheral artery disease. The severely occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery/popliteal artery. A 300cm straight tip v-14 short taper control guide wire was selected for use. However, it was noted that the tip of the wire broke off during the use of jetstream. The broken piece of wire was snared and retrieved from the patient. The procedure was completed successfully with no patient complications reported.